Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dental needle. The customer stated that the needle is slipping out of the hub and has completely detached from the hub.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.